Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump stated that her blood glucose levels were 40mg/dl, however when she tested the blood glucose levels were 90mg/dl. The customer also received a threshold suspend alarm. Customer declined troubleshooting. No additional information was provided.